Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that multiple cartridges were damaged. The issue happened in the past and the cause could not be determined. Customer changed out pump supplies to address the alarms and resumed insulin delivery. Customer's blood glucose ranged from 350 mg/dl - 450 mg/dl.